Event description:
It was reported that the patient experienced changes in stimulation when the device was palpated. The impedance measurements were normal. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).